Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow up, the lead displayed several episodes of noise. All other electrical values were stable. The noise was reproducible with arms movements. Lead revision was planned, but further information regarding how the issue was resolved was requested but not provided.